Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the monthly clean of bd facslyric¿ biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: the customer reports that the instrument's sit leaks during the monthly clean. Was there a fluid leak? Yes. Was it contained within the instrument ? No. Was there spray of fluid under pressure? No. Was it biohazardous or non biohazardous ? Biohazardous. Was anyone harmed for injured by any fluids leaked ? No one came in contact with the leaked fluid.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. Complaint trend: there are 18 complaints related to the leakage of biohazard not contained within the instrument. Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a dirty or clogged v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer had initially reported the leakage and set a troubleshooting appointment for the unclogging of the v8 tubing. The assisting tsr recommended that the customer perform the v8 tubing unclogging. Later on, the customer reported that they removed, massaged, and flushed the v8 tubing to clear the blockage. They then tested the instrument with several sit flushes and confirmed that the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as there were no replaced parts. While the leakage of biohazard can pose a risk of contamination, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. Even though patient samples were used for clinical use, no patient was treated nor harmed from any erroneous results. The results were captured prior to any diagnosis decision and no report of delay in patient treatment. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facslyric¿ clinical system instructions for use #23-19938-02 rev. 1/vers. A. Service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2021. Defective part number: n/a. Case comments: ((B)(6) 2022 3:57 am) old value: null. New value: removed the silicon tubing from the v8 valve and massaged and flushed it. Tested the instrument by flushing the line with water, and performing repeated sit flushes afterwards. There was no dripping from the sit observed, the issue is resolved. (3/15/2022 1:36 am) mailed to follow up. ((B)(6) 2022 8:09 am) customer has not had the time to perform v8 tubing declogging. He will call us back to perform the procedure with support over the phone when he has some time. (3/3/2022 7:41 am) called the customer directly, as well as the general number but couldn't reach anyone. Reception has left a note for dorin to contact us back. ((B)(6) 2022 2:45 am) set a troubleshooting appointment for 10/feb @ 10:30 to unclog v8-tubing. ((B)(6) 2022 2:44 am) the customer reports that the instrument's sit leaks during the monthly clean. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # (B)(4), rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/ no? Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit). Harmful effects: harm to operator. (Exposure to stained sample). Risk control: sit design to capture back drips. Provide instruction for universal precautions. Req link (azure ID): (B)(4) sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ? Yes /no? Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blocked v8 tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blocked v8 tubing. The customer had reported that the instrument was leaking during the monthly clean. A tsr (technical service representative) contacted the customer and suggested performing a v8 tubing cleaning. The customer reported that they removed the v8 tubing, massaged it, and flushed it to clear the blockage. The tubing was then installed and the instrument was tested by running sit flushes, and the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that during the monthly clean of bd facslyric¿ biohazardous waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter: the customer reports that the instrument's sit leaks during the monthly clean. 1. Was there a fluid leak? Yes. 2. Was it contained within the instrument ? No. 3. Was there spray of fluid under pressure? No. 4. Was it biohazardous or non biohazardous ? Biohazardous. 5. Was anyone harmed for injured by any fluids leaked ? No one came in contact with the leaked fluid.